Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod. The patient reports they do not remember treatment provided while in the hospital. The patient had been discharged from the hospital but was readmitted the same day as they were unable to administer insulin due to they had lost their controller. The patients blood glucose level had rose to 400 mg/dl when they were readmitted to the hospital. The patient was treated with intravenous fluids. The patient remains in the hospital at the time of this call.